Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "when the physician deployed it, one of the legs did not deploy; therefore, the entire filter was slightly maladjusted and tilted. Patient has a cervical collar that cannot be taken off to remove the filter. His colleagues said they have had that issue before, but nobody has told the dm ((B)(4))." I did see his loop and it looks like the deployment mechanism recovered one leg that did not release and that caused the filter to get kind of pulled to a tilt ...but then pushing the release button released the foot and the deployment system was removed. Additional information received 17jul2018: "filter was deployed and tilted, but could not be retrieved at that time because the patient had on a cervical collar. The filter was subsequently removed using the gunther tulip set, and a new filter was deployed successfully by jugular approach." Patient outcome: ideally, the physician would have retrieved the filter; however, because the patient has a cervical neck brace that could not be removed, he could not retrieve filter at this time. He will retrieve as soon as he can.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. H6) ec method code:4109 - historical data analysis. 4112 - analysis of data provided by user/third party. 4114 - device not returned. Ec conclusion code: 143 - quality control deficiency. Summary of investigational findings: investigation is based on imaging provided. A review of the cine loop provided revealed the secondary arms deployed normally and the primary filter feet appeared to deploy normally. However, with close scrutiny of the cine loop submitted, the deployment device moving cranially, slightly, following the lateral expansion of the primary filter legs. This slight cranial advancement of the entire system indicates that one of the primary filter feet is still engaged with the inner portion of the deployment device and did not release completely. When the release button was disengaged, the outer portion initially covering the ivc filter feet was displaced, cranially, re-covering the foot within the deployment device, as it was initially. Identifying this subtle movement, prospectively, is not likely possible, and when the entire device was retracted, this pulled the filter caudally by 1 vertebral body height and also resulted in a significant rightward tilt. On the images submitted, the reason why the primary filter foot did not disengage from the deployment device is not entirely clear, but the complication is a result of an abnormality of the device or the deployment system, and not a physician error. The filter may not have been as severely malpositioned if the deploying physician more slowly retracted the deployment device as resistance or movement of the filter would not been encountered and the action ceased. Unfortunately, at the time of filter placement, a femoral approach was chosen due to the patient wearing a c-collar and a jugular approach was not possible. The filter was subsequently removed and replaced via a jugular approach, although these images were not submitted for review. The product was not returned to assist the investigation, but the mentioned abnormality of the device may be due to the compatibility between the sheath and the femoral introducer. Said incompatibility issue was eliminated as of 19jun2018 by internal actions verifying proper compatibility between femoral introducer and sheath. The complaint device was manufactured prior to this implementation. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.